Manufacturer narrative:
E1: (B)(6). Patient country: united kingdom.

Event description:
(B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set tubing came apart from the site on (B)(6) 2025. The site of detachment was abdomen. No further information available.